Manufacturer narrative:
A ge service representative performed an on site investigation. The representative adjusted the open iris position for a dose reading of 30-32 ur/sec. The system was tested and found to be working as intended, and put back into service.

Event description:
The customer questioned whether or not the system's dose was within specification and requested it to be evaluated. No report of patient injury.